Manufacturer narrative:
Batch review performed on 28 february 2020: lot 154847: (B)(4) items manufactured and released on 26-nov-2015. Expiration date: 2020-11-08. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting discomfort due to osteolysis that developed behind the cup implant. The surgeon revised the cup, head, and liner almost 3 years and 11 months after primary. The surgery was completed successfully.